Event description:
The pt died by the leakage of the disposable pt tube, but the hospital claims that the minute volume alarm did not work at that time. The knobs setting was normal and no problem. Co's salesman checked the machine twice with the staffs on the same condition, but the alarm was normal.